Event description:
It was reported that the patient passed away. Cause of death and relation to vns are unknown. Information was received from the patient's nurse that she can not give specifics about the patient's death. They interrogated the device to turn it off after the patient's death. No other relevant information has been received to date.